Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the tear of the guidewire tip was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 continued: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor v exhibited the tip either came off or fell off. This issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.